Manufacturer narrative:
Investigation summary: mat: 367922. Lot: 0283791. No samples and 2 photos were returned by the customer in support of this complaint. A visual examination of photos was performed and the customer's indicated failure mode of abnormal (clumped) additive was not observed. The photos do show that the powder additive is present in the tube and has a clumpy appearance. The product contains a powder additive and can have the appearance of light powdery to clumpy which is within normal appearance. Additionally, 40 retentions were inspected with no issues being identified. Bd was unable to duplicate or confirm the customer¿s indicated failure mode from the photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 30 bd vacutainer® sodium fluoride 10mg potassium oxalate blood collection tube had discolored form. The following information was provided by the initial reporter: "the additive in glucose tube clumped into a large piece abnormally".